Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during a sub-acromial decompression, the burr was used to resect tissue in bursal space at 3000rpm. When the burr caught on the acromion with no real force, the inner section of the burr shattered. Arthroscopic procedure had to turn into a large open one with x-ray to retrieve the fragment. The surgery was completed using an osteotome but larger incisions had to be made to retrieve the broken fragments of the burr.